Event description:
Reporter alleged that the inform base unit appears to have caught on fire as the inside of it is black and melted. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.